Event description:
It was reported that the customer's insulin pump had two different alarms. It was stated that the device was stuck on the prime/rewind loop. Troubleshooting was performed and the insulin pump alarmed during the manual prime process. It was also stated that the customer started to throw up. Advised the caller that the insulin pump would be replaced and revert to back up. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during the prime test as a result of a missing motor support disk.